Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the integrated multi-sensor technology (imt) sensor and performed a diluent check. The cse replaced pump shoe, pump head, imt tower and port, and all tubing. The cse primed and adjusted the flow rate, conditioned with serum, and replaced the rubber tip. The cse ran a system check, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely depressed na and k results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension exl with lm instrument. Additionally, there was a discordant potassium (k) result on one patient sample. The discordant results were reported to the physician(s). The samples (ID (B)(6)) were repeated on an alternate dimension instrument, and the remaining samples were repeated on an original dimension exl with lm instrument, all resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and k results.